Manufacturer narrative:
Apoc incident: (B)(4). The investigation was completed on 12-dec-2025. A review of the device history record confirmed the cartridge lot met finished goods release criteria. Retained cartridge testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Ao (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified for hs-tni cartridge lot a25186.

Event description:
Na.

Event description:
On (B)(6) 2025, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded discrepant false positive results on a patient. There was no patient information, no date/time of tests, no details surrounding the event. The customer only reported I-stat results of >1000, in the 900's on follow up tests using the I-stat hs-tni. The customer stated the patient had a negative EKG, and the patient was taken to the lab for a catheterization that determined to be clear. There was no date/time on the catheterization. The reporting decision was based on the limited information available that suggested that product was not performing within the variability. There is no evidence the patient suffered an mi. It was determined that the patient may have received an unnecessary catheterization based on I-stat results. An adverse event occured. Per I-stat system manual: art: 715595-00v. Reportable range: 0.00 - 50.00. Reference range: 0.00 - 0.03 (represents the 0 to 97.5% range of results). Reference range: 0.00 - 0.08 (represents the 0 to 99% range of results).

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
Correction: h1 type of reportable event. From: malfunction. To: serious injury. On 29-oct-2025, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded discrepant false positive results on a patient. There was no patient information, no date/time of tests, no details surrounding the event. The customer only reported I-stat results of >1000, in the 900's on follow up tests using the I-stat hs-tni. The customer stated the patient had a negative EKG, and the patient was taken to the lab for a catheterization that determined to be clear. There was no date/time on the catheterization. The reporting decision was based on the limited information available that suggested that product was not performing within the variability. There is no evidence the patient suffered an mi. It was determined that the patient may have received an unnecessary catheterization based on I-stat results. An adverse event occured. Per I-stat system manual: art: 715595-00v. Reportable range: 0.00 - 50.00. Reference range: 0.00 - 0.03 (represents the 0 to 97.5% range of results). Reference range: 0.00 - 0.08 (represents the 0 to 99% range of ressults).

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
Correction for initial: b5. From: contemporary troponin. Per I-stat system manual: art: 715595-00v. Reportable range: 0.00 - 50.00. Reference range: 0.00 - 0.03 (represents the 0 to 97.5% range of results). Reference range: 0.00 - 0.08 (represents the 0 to 99% range of ressults). To: high sensitiviy troponin. Per I-stat system manual: art: 793033-00a. Reportable range: 2.9 to 1000 ng/l. Sex: n: 99th percentile (ng/l, pg/ml) 90% ci (ng/l, pg/ml). Female 490. 13. (10, 17). Male 404. 28. (19, 58). Overall 895. 21. (14, 30). On 29-oct-2025, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded discrepant false positive results on a patient. There was no patient information, no date/time of tests, no details surrounding the event. The customer only reported I-stat results of >1000, in the 900's on follow up tests using the I-stat hs-tni. The customer stated the patient had a negative EKG, and the patient was taken to the lab for a catheterization that determined to be clear. There was no date/time on the catheterization. The reporting decision was based on the limited information available that suggested that product was not performing within the variability. There is no evidence the patient suffered an mi. It was determined that the patient may have received an unnecessary catheterization based on I-stat results. An adverse event occured. Per I-stat system manual: art: 793033-00a. Reportable range: 2.9 to 1000 ng/l. Sex: n: 99th percentile (ng/l, pg/ml) 90% ci (ng/l, pg/ml). Female 490. 13. (10, 17). Male 404. 28. (19, 58). Overall 895. 21. (14, 30).